Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as surgical impact opening. (Shell thickness within specification) additional observations: observed creases on the device. Observed stress marks on the device. Yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left double capsule.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.